Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the stimulation was turned on it was in the wrong location, intermittent and there was a shocking or jolting sensation. There was no known accident or incident related to the complaint. This was in the patient's left arm and right arm. The patient was in good condition in the clinic. Additional information has been requested, but was not available as of the date of this report.